Event description:
The device was removed due to erosion.

Manufacturer narrative:
Additional catalog #: 72400024, 72404127. Additional serial numbers: (B)(4). The device performed within specifications.